Event description:
It was reported that on (B)(6) 2022, the patient underwent an unknown surgery. After the surgery, unknown defect occurred. We are confirming about details. No further information is available. This report is for one (1) 10mm/125 deg ti cann tfna 170mm - sterile . This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H4, h6: device history lot manufacturing location: monument. Manufacturing date: 29-apr-2022. Expiration date: 01-apr-2032. Part number: 04.037.012s, 10mm/125 deg ti cann tfna 170mm ¿ sterile. Lot number: 787p994 (sterile). Lot quantity: (B)(6). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, rev f met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, rev c met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 22383 supplied by (B)(6) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed as the reported complaint condition of ¿unknown defect occurred¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review 25-jul-2024: DHR reviewed: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.